Event description:
The customer claims that the dermatome is skipping. The purchasing agent reported pt contact with no injury. In 07/2003 a copy of mandatory report was received from the user facility. The facility reported this dermatome skipped during use. This device was used on a pt. The donor site had to be extended since the dermatome did not take a good graft.